Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9600 system closed down when the system was placed in the lateral position prior to any cases. No patient injury was reported.